Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Date of explantation: on (B)(6) 2022. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 26-year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 450cc and suffered several unexplained systemic symptoms, including pain, chronic migraines, headaches, fatigue, feels like body can't fight sickness, colds take longer to recover, elevated white blood cell count, and feels like body is compromised. The patient is also reportedly experienced capsular contracture baker grade iii/IV on the right side. A revision surgery was performed to release the capsule on an unspecified date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled for removal on (B )(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the patient also experienced bilateral rupture. On nov 4, 2022, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2023. The revision surgery was reportedly performed on (B)(6) 2013. Manufacturer¿s reference number: (B)(4).